Event description:
It was reported that the unit would not transfer the blood to the blood bag. The 300cc of blood needed to be discarded. No pre-donated or bagged blood was given. There was no patient/user injury reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.